Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on the third firing, did the device deploy staples in addition to the tiny movement of the blade (partial fire)? No. How was the leak resolved? Blue dye was visible, over sewed with v-loc. How was the bleeding was resolved? It stopped after the use of v-loc. Was the instrument fired across or near an existing staple line or clip? Continuing straight line. If any unexpected noises were heard, when were they heard? On second firing sounded like battery was about to die. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Event description:
It was reported that during a sleeve gastrectomy procedure the doctor was performing with the device supplemented with buttress material. The first two fires of the green cartridge were good although he says on the second fire the motor sounded like it was struggling. On the third fire, with another green cartridge, there was a tiny blade movement but nothing else. He opened another instrument and tried a new battery but the device would not work. He then used the recently re-opened instrument to complete the procedure. Unfortunately when checking the integrity of the staple line blue dye leaked out in between the second and third staple line and there was some bleeding. However the patient is now sufficiently recovered to go home. Patient was discharged.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On the third firing, did the device deploy staples in addition to the tiny movement of the blade (partial fire)? How was the leak resolved? How was the bleeding was resolved? Was the instrument fired across or near an existing staple line or clip? If any unexpected noises were heard, when were they heard? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?